Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-05349 pertains to the other device. It was reported to boston scientific corporation that a rx biliary stent was used during a drainage of bile duct procedure performed on (B)(6) 2013. According to the complainant, the physician planned to place 2 flexima rx devices in the branches for drainage. The anatomy was reported as tortuous. During the procedure, the physician was able to deploy the first stent in the common bile duct, but strong resistance was encountered. When the physician pulled the inner sheath, the guide catheter detached and remained in the deployed stent. The detached guide catheter was removed with forceps. When the second stent was deployed, the same thing happened, and the broken guide catheter was also removed with forceps from the deployed stent. Both stents remained successfully implanted. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as good .

Manufacturer narrative:
The delivery system was returned for evaluation, however the stent was deployed and was not returned. Visual evaluation of the device revealed the guide catheter was separated from the pullwire. The guide catheter was found to be kinked and bent. Push catheter had accordion. The pull wire was noted to be bent and pull wire hub was missing. It is likely that due to anatomical or procedural factors encountered during the procedure, excessive force was used during deployment leading to the noted damages. Therefore the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A labeling review was performed, and from the information available the device was used in accordance with the labeling; no anomalies were noted.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-05349 pertains to the other device. It was reported to boston scientific corporation that a rx biliary stent was used during a drainage of bile duct procedure performed on (B)(6) 2013. According to the complainant, the physician planned to place 2 flexima rx devices in the branches for drainage. The anatomy was reported as tortuous. During the procedure, the physician was able to deploy the first stent in the common bile duct, but strong resistance was encountered. When the physician pulled the inner sheath, the guide catheter detached and remained in the deployed stent. The detached guide catheter was removed with forceps. When the second stent was deployed, the same thing happened, and the broken guide catheter was also removed with forceps from the deployed stent. Both stents remained successfully implanted. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as good .

Manufacturer narrative:
Although the exact patient age was not provided, it was reported that the patient was over 18 years old. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.